Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubble. The blood glucose level at the time of the incident was 168 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer tried to prime the air bubble out and also delivered a bolus into the air but was unable to remove the air bubble. She mentioned that she had been going from warm to cold temperatures that day. The product will not be returned for analysis.